Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in an obese patient. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients who are morbidly obese. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents of needle to cuff miss for this lot. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a heart catheterization diagnostic procedure. Reportedly, a posterior cuff miss occurred. A second device was successfully deployed, but hemostasis was not achieved. A non- abbott device was used to achieve hemostasis. There were no reported adverse patient effects. There was a clinically significant delay in the procedure of less than 30 minutes. The physician is reportedly trained in the use of the proglide device. No additional information was provided.